Event description:
Customer reports that she obtained a result of 259mg/dl while the urgent care center's device read 83mg/dl within 10 mins. No treatment was rec'd. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.